Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. - the most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
On 05/28/2024, it was reported by a distributor via email that an ar-4570 fiberstitch and an ar-4501 meniscal cinch ii did not deploy the second anchor. This was discovered during a procedure on (B)(6) 2024. Additional information received on 6/3/2024: the first anchor from the failed ar-4501 meniscal cinch ii was removed from the patient and the case was completed using another ar-4501 meniscal cinch ii.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.